Manufacturer narrative:
Pending evaluation.

Event description:
Possible event reported by office (hospital). Explant to be scheduled. Implant date was 2007 and explant date unknown. Model number unknown, serial number unknown. No additional information. Letter from family to be translated. Per response receive from surgeon, device was explanted due to valve tissue inadequacy, severe valvular leakage, insufficiency. Device received by facility in early 2009, currently waiting evaluation.